Event description:
The customer reported experiencing symptoms of low blood sugar such as slurred speech and sweating because she was unable to test with their freestyle blood glucose monitor. In addition, the new customer passed out at home and the customer's nephew called the paramedics. The paramedics gave the customer orange juice and transported her to a local hospital where she was diagnosed with severe hypoglycemia. During the course of troubleshooting with adc customer service, it was discovered that the customer was attempting to calibrate her meter with expired test strips. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.